Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
During use on patient; procedure: t5-l3 posterior spinal fusion for kyphosis. Whilst tightening correction key rod lock, having not torqued off the poly lock due to a change in surgeon, the set screw splayed the head and produced a sliver of metal. This was removed from patient without issue and without delaying the surgery. This occurred 3 times before we discovered the issue. Procedure outcome - removal of affected set screw and replacement with new set screw. Patient: (B)(6) y/o; male; pre existing condition: marfans syndrome. No ae to patient reported.